Event description:
- -

Manufacturer narrative:
- -

Event description:
Boston scientific crm received information that the patient with this device contacted an internal technical service consultant regarding whether a device implanted sub-pectorally may exhibit issues. The caller thought their device was implanted partially sub-pectorally. During the phone call, the patient mentioned that he had experienced a syncopal episode. Reportedly, upon presentation to the hospital, this device was not interrogated. The patient is intending to present to a different hospital for further evaluation. Additional information was received. Approximately twenty-one months later, this device was explanted without any further clinical allegations.

Manufacturer narrative:
This is the information known at this time. Should additional information become available, this event will be updated. Should this device be returned, analysis will be performed and this event will be updated.